Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet, with blood glucose rising to 280 mg/dl for approximately three hours despite a usual meal announcement and with about 20 units of insulin remaining in the cartridge; no alerts or alarms were reported, and the user inquired about changing the cartridge versus all supplies. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and user education and troubleshooting provided. Investigation included complaint handling and user education on supply replacement. Investigation of this case revealed no confirmed device malfunction and an undetermined cause for the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with no clinical sequelae.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.